Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, ent surgeon started to use the device. The first clips had gone awry and they could not use it anymore.

Manufacturer narrative:
(B)(4). Batch # p92f08. Device analysis: the analysis results found that the msm20 was received with no damage in the external components. In an attempt to replicate the reported incident; upon testing, the device was cycled and it fed and it ejected 8 clips. The instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the anti-backup lever was found worn out. It is possible this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. No conclusion could be reached as to what may have caused the ejected clips. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.